Event description:
Additional information was later received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-aug-18. It was reported that the patient experienced an infection in their pump pocket after the implant. The system was later removed and discarded on (B)(6) 2021. The issue was considered resolved. No known environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics or troubleshooting actions were performed, though it was noted that antibiotic treatment and medical/surgical intervention was needed. The event did not lead to or extend patient hospitalization and the patient's status was listed as "alive-no injury".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was later received. It was reported that the patient first made contact with the doctor about the event on (B)(6) 2020. It was confirmed that the patient was now fine and the event had been resolved.

Manufacturer narrative:
Country of the event is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that a seroma in the device pocket was developed after implant. There were no known environmental/external/patient factors that may have led or contributed to the issue. The intervention taken was the pocket was opened and the doctor "made a washing." At the time of the report it was unknown if the issue was resolved, but the patient status was also indicated to be alive without injury. No further complications were reported.